Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a device manufacturer representative (rep) regarding a non-implanted pump containing water. There was no patient involvement. A pending alarm was reported on (B)(6) 2017 and the pump was not implanted. The rep had another pump to use for the case. The aau software card was being used. The logs showed on (B)(6) 2017 that a motor stall occurred at 11:24 in shelf state. On (B)(6) 2017 at 3:16 a motor stall recovery occurred. The pump was sent back for analysis. The rep was not in possession of his pump when the stall occurred and believed it was still at the warehouse. It was further noted pre-implant interrogation showed a ¿motor stall in shelf state with pending alarm¿. A (B)(6) study were not performed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. Result and conclusion updated.